Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on 04-aug-2016. The consumer's medical history included nickel allergy. On (B)(6) 2010 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated that she started to experience events 36 months after insertion. Consumer experienced lower back pain, heavier menstruation, arthralgia, tiredness, memory loss, hair problems, and raised blood pressure. Essure and fallopian tubes were removed on (B)(6) 2015. Consumer is recovering. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure and fallopian tubes were removed. Consumer is recovering. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-oct-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Essure and fallopian tubes were removed. Consumer is recovering. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.